Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed per specification. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received lost sensor alarm. Customer's blood glucose was unknown. During troubleshooting, customer removed sensor and cannula was broken. Customer was advised that sensor would be replaced.